Event description:
This spontaneous case was reported by an other and describes the occurrence of myalgia ("disabling muscle pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criteria hospitalization and intervention required), back pain ("lumbago"), upper respiratory tract infection ("ent infections"), alopecia ("hair loss") and facial paralysis ("temporary facial paralysis"). The patient was treated with surgery. At the time of the report, the myalgia, back pain, upper respiratory tract infection, alopecia and facial paralysis outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, facial paralysis, myalgia and upper respiratory tract infection with essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.